Manufacturer narrative:
UDI #: (B)(4). Complaint sample was not returned therefore the failure analysis and determination of root cause was not possible. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was not confirmed.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. The returned lamp was received in used condition with no visible defects. During hard start testing, the lamp experienced delayed start up on the first ignition, indicating intermittent power failure. The reported complaint is confirmed from the evaluation. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 001320lx lamp module replacement mlx did not lit during a coronary bypass graft (CABG) procedure on (B)(6) 2020. There was no patient injury. The procedure was completed by changing the unit with a new one with 30 minutes delay. There was no patient adverse consequences caused by the delay.